Manufacturer narrative:
(B)(4). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) found no deviations or anomalies. Review of complaint history for same issue identified no complaints for item (catalog) number and one additional complaint was identified for item/ lot number combination. No further action is required due to event being addressed in monthly trending meeting. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10298/10299. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the patient underwent a right knee surgery on (B)(6) 2014. The operative record indicated that tibial island was not intact through full extension and there was a small anteromedial corner fracture -10% of island. No further information was provided and the patient's outcome is unknown. Attempts have been made and no further information has been provided.